Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed three times and spontaneously rebooted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) crashed three times and spontaneously rebooted. The bme said this occurred between 6:04 am - 8:00 am on (B)(6) 2023. The facility never lost power, and this cns was connected to a uninterrupted power supply (ups). Technical support (ts) to collect the logs from this cns to be reviewed by nihon kohden corporate (nkc). The cns monitored telemetry units, but there was no patient harm or injury. Investigation summary: nkc reviewed the logs, and the cause of the phenomenon was due to the software of the central monitor (cns). A phenomenon occurs in which the cns restarts in the network environment where the enterprise gateway telemetry server exists. This phenomenon has been addressed with software version 02-23. We confirmed the reported issue was attributed to a software version compatibility issue, which was resolved by the customer upgrading the software to version 02-23, which addressed the issue. Once the software was updated, the issue on all cns devices at the facility was resolved, and no further assistance was requested. A review of this device's history at this facility indicates that 6 (six) similar issues have occurred over the past 3 (three) years. In each instance where issues occurred with this device and similar devices, the issues were resolved through education, and technical support by updating the software version to resolve the software compatibility-related issues. Based on a review of trending data, the issues are all linked back to a software compatibility issue, which was addressed in the updated software version 02-23. Trending will continue to be monitored for this facility, device, incident issues, and causes. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. A2 - a6 b6 - b7 d10 attempt #1 11/16/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #2 11/27/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #3 12/04/2023 emailed the bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: na additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed three times and spontaneously rebooted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed three times and spontaneously rebooted. The bme said this occurred between 6:04 am - 8:00 am on 11/10/2023. The facility never lost power, and this cns was connected to a ups. Technical support (ts) to collect the logs from this cns to be reviewed by nkc. The cns monitored telemetry units, but there was no patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. A2 - a6. B6 - b7. D10 . Attempt #1 11/16/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #2 11/27/2023 emailed the bme for all items under the no information section. No reply was received. Attempt #3 12/04/2023 emailed the bme for all items under the no information section. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: gz transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed three times and spontaneously rebooted. No patient harm was reported.